Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device had normal battery depletion. Corrected data: alert date, source type code, adverse event flag, patient date of death, and patient outcome.

Event description:
It was reported that the device had short life span on battery. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.